Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise oversensing on the right ventricular (rv) lead and inappropriate ventricular tachycardia (vt) stored episodes. Technical services (ts) clarified how the device worked. The plan is to replace the rv lead. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise oversensing on the right ventricular (rv) lead and inappropriate ventricular tachycardia (vt) stored episodes. Technical services (ts) clarified how the device worked. The plan is to replace the rv lead. This crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this crt-p was explanted and replaced due to noisy signals oversensing, infection and pre-syncopal events due to the oversensing. A temporary/permanent pacemaker and lead were placed to provide pacing while antibiotics are administered. It is not clear when the patient will be re-implanted, and with what type of system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise oversensing on the right ventricular (rv) lead and inappropriate ventricular tachycardia (vt) stored episodes. Technical services (ts) clarified how the device worked. The plan is to replace the rv lead. This crt-p remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this crt-p was explanted and replaced due to noisy signals oversensing, infection and pre-syncopal events due to the oversensing. A temporary/permanent pacemaker and lead were placed to provide pacing while antibiotics are administered. It is not clear when the patient will be re-implanted, and with what type of system. No additional adverse patient effects were reported.